Manufacturer narrative:
.

Event description:
The patient reported that she had a cerebrospinal fluid leak and an infection; the hcp was unable to do a dye test because the pump was infected. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.